Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient is disappointed that their battery lasted only about 3 years, with it subsequently needing to be replaced. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating normal battery depletion occurred. The symptoms were not likely due to the battery depletion but rather the disease progression. Device replacement was to be scheduled at eri.